Event description:
Customer reported that while a patient was being treated on the subject device, a nurse observed sparks coming from the power cord where it attaches to the unit. The unit was disconnected from the wall and the patient was removed from the warmer. There was no injury. The ohmeda service representative evaluated the equipment and found that where the power cord and line filter interface, there was smokey soot, the casing of the on/off switch had melted, and the shielding around the area was burned. The part was returned to ohmeda medical for failure analysis. The part was deteriorated to the point that the exact cause of this failure could not be established.